Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Customer states the emergency lowering button is broke.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: emergency lowering button is broke. Complaint f "emergency lower button was broken" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: emergency lowering button is broke. Customer states the emergency lowering button is broke.